Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product, which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the peg site was oozing and a swab was taken. On an unknown date, the oozing resolved. In (B)(6) 2018 the stoma site had oozing again. The patient was seen by a physician and started 100mg of oral bymycin for 5 days. On (B)(6) 2018, the bymycin was completed and there was no redness or pain at site, but the oozing continued. It was reported that the patient's wife continued to clean the stoma site twice daily and the nurse advised to alternate between chlorhexidine solution and cooled boiled water and let air dry.